Event description:
Home health lpn nurse called in to report about a defective tracheostomy tube neckband been used on her (B)(6) mentally retarded pt. The neckband can easily be dislodged which can cause a life threatening issue to her pt. Nurse have called the supply company to report the issue with the neckband but they still send the same defective neckband to pt.